Manufacturer narrative:
The reported one 9x20mm biosure ha screw, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the screw during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 9x30mm biosure ha screw intended for use in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 6mm of the distal threads have been broken off and were not returned for evaluation. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during an lca surgical procedure, by inserting the screw, the doctor did not use the dilator, but even informed not to use it, the screw tip broke inside the patient, the doctor decided to not remove. The point was inside the patient in the tibial tunnel and another screw of the same grease was used. No delay or patient injury reported.